Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air in the infusion tubing and the customer would prime the tubing until the air was removed. There was no impact to the customer's blood glucose level. As the customer did not currently have air in the tubing when tandem technical support was contacted, a system check was unable to be performed to determine a possible cause of the air.